Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This MDR is associated with MDR 3005168196-2015-00140, 00141 and 00142. Location of device unknown.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400, ruby coil, and a px slim microcatheter. During the procedure, the physician attempted to advance a coil 400 through a px slim microcatheter; however, the physician met resistance and therefore kinked the pusher wire. This occurred again with a second coil 400 and a ruby coil. The physician removed the px slim microcatheter and the procedure was successfully completed using new px slim and coils.

Manufacturer narrative:
The device was returned to the manufacturer on 02/09/2015. Corrected from "not returned to manufacturer" and "no: other - location of device unknown" to yes. The device was returned to the manufacturer. The pxslim was ovalized at approximately 12.5 cm and 13.5 cm from the distal end. The complaint has been evaluated. The initial complaint indicated that resistance was met when the physician attempted to advance a pc400 coil through a pxslim. Upon removal of the pc400 coil it was revealed that the pusher assembly was kinked. This happened two more times during the case, using another pc400 coil and a ruby coil, respectively. Evaluation of the returned devices revealed that a pc400 coil and a ruby coil were kinked. This type of damage typically results from improper handling and manipulating the coils against resistance. The second pc400 coil mentioned in the complaint was not returned for evaluation. Further evaluation revealed that the pxslim was ovalized. This type of damage typically occurs from improper handling during device preparation. If the catheter is compressed along the diameter, it is likely that damage such as this will occur. The ovalization is likely the cause of the resistance and kinks mentioned in the complaint. These devices are 100% inspected and tested during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.